Event description:
It was reported that bd phaseal¿ secondary set (c62) connector is loose. This was discovered during use. The following information was provided by the initial reporter: replacement of c61 they are using c62 in vaasa. They are receiving those products where connector part is losing off when trying to connect with injector (no force).

Manufacturer narrative:
H.6. Investigation summary: two photos and one sample was returned to our quality team for evaluation. As the sample was indicated to be chemo contaminated, we could not evaluate. The final product for lot ta11878 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the photos for evaluation. Upon visual inspection, a crack at the y-site was observed and the connector was separated from the device, verifying the reported failure. Retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. Based on the available information, they could not identify a definitive root cause at this time. CAPA 1382647 has been initiated and personnel are looking further into this issue to reduce any re-occurrence. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set (c62) connector is loose. This was discovered during use. The following information was provided by the initial reporter: replacement of c61 they are using c62 in vaasa. They are receiving those products where connector part is losing off when trying to connect with injector (no force).